Event description:
It was reported that this device delivered six rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of atrial arrythmia. This device remains in service. No additional adverse patient effects were reported.